Event description:
Sales rep and surgeon noted that the condyles of the femoral component were highly burnished. The poly was completely intact and this was a pf component. Dr. Would like for someone to explain the cause of the burnished components. Pt was revised for a suspect component.